Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was lost to follow-up. The device had reverted to storage mode and the patient's heart rate was low due to not getting pacing. An invasive procedure was performed. This device was explanted and replaced with a pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
This device is not available for return at this time as it was retained by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.